Event description:
Procedur-a lap colon resection:the physician was not satisfied with the colon anastamosis staples and felt they would not hold. The physician tried to remove the ceea from the rectum, but the anvil was retained. The physician tried to remove it with a sigmoidoscopy, but was unsuccessful. The physician then had to do a laparotomy and redo the anastamosis by hand.